Event description:
It was reported that as the left ventricular (lv) lead was being placed, the guidewire could no longer be advanced forward nor withdrawn. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed and there was blood on the lv4 (low voltage 4) conductor and it was obstructed. The lv4 (low voltage 4) conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the lv3 (low voltage 3) conductor and it was obstructed. The lv3 (low voltage 3) conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the proximal conductor. The lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. (B)(4).